Event description:
Subsequent to the initially filed report it was stated that the balloon was removed from the anatomy after pre-dilatation and then re-advanced in order to crimp the stent to the guiding catheter to be removed from the anatomy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during stent deployment the guiding catheter was too close and the stent inadvertently deployed into the guiding catheter resulting in the reported activation failure. The treatment appears to be related to the operational context of the procedure as reportedly the balloon was removed from the anatomy after pre-dilatation and then re-advanced in order to crimp the stent to the guiding catheter to be removed from the anatomy. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure performed was to treat a de novo heavily calcified, right superior femoral artery that is 99% stenosed. When attempting to deploy the 6.0x150mm supera peripheral stent system, the stent deployed within the guiding catheter. The stent was crimped with a balloon and pulled into the sheath along with the guiding catheter. A new supera peripheral stent system was used to complete the procedure. There was no adverse patient sequela and no clinically significant delay in procedure. No additional information was provided.